Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a temporary software issue. A field service engineer guided the customer through a dissipation shutdown process, which restored the functionality of the auxiliary drawer and resolved the issue without requiring a dispatch. The failure icon disappeared from the screen, and an image showing no failures was uploaded to the feed. Although full device testing was not possible due to the customer lacking inventory privileges, the resolution was confirmed based on system indicators. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple pockets were failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.